Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of pebax. It was initially reported by the customer that the carto 3 system was displaying the force vector reversed from the way the catheter was being advanced on the tissue. Caller stated that they moved the thermocool® smart touch® sf bi-directional navigation catheter to multiple locations without resolution. Caller also note that when going on ablation the forces would read high and the screen would flash red. The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. On (B)(6) 2019, the sem analysis revealed evidence of mechanical damage and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A hole on the pebax has been assessed as a reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in normal conditions. Then, during the second visual inspection, a reddish material was observed inside the pebax. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30139611l number, and no internal action related to the reported complaint condition were identified. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of pebax. It was initially reported by the customer that the carto 3 system was displaying the force vector reversed from the way the catheter was being advanced on the tissue. Caller stated that they moved the thermocool® smart touch® sf bi-directional navigation catheter to multiple locations without resolution. Caller also note that when going on ablation the forces would read high and the screen would flash red. The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. On 3/29/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed there was no physical damage. On 4/20/2019, during the second visual analysis, a reddish material was found in the pebax therefore sent for an scanning electron microscope (sem) analysis. The customer¿s reported issues of force vectors being inverted, the force reading being high, and the visual findings were all reviewed and assessed as not MDR reportable since the potential risk that it could cause or contribute to a death, serious injury or other significant adverse event is remote. On 5/15/2019, the sem analysis revealed evidence of mechanical damage and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A hole on the pebax has been assessed as a reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on 05/15/2019 and has reassessed this complaint as reportable.